Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a 14f flexnav delivery sheath (ds). The patient had a single chamber permanent pacemaker in place prior to implant due to due to slow af. It was prepped and loaded as per IFU and the flexnav ds was advance into rfa up and around aortic arch. The valve was starting to be unsheathed at recommended depth. At 80% valve was checked only in one fluoro projection in lao caudal (right and non-cusp overlap) with satisfactory implant depth of 0 to -1mm ncc side and 4-5 mm on lcc side. On final deployment, valve moved up above annulus on the ncc side to 0 to +1mm. No pvl with single digit gradients and no conduction disturbances. There was sufficient calcium to allow for anchoring and the patient didn't have a horizontal aorta. There were no adverse events to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a single chamber permanent pacemaker in place prior to implant due to due to slow af. It was prepped and loaded as per IFU and the flexnav ds was advance into rfa up and around aortic arch. At 80% valve was checked only in one fluoro projection in lao caudal (right and non cusp overlap) with satisfactory implant depth of 0 to -1mm ncc side and 4-5 mm on lcc side. On final deployment, valve moved up above annulus on the ncc side to 0 to +1mm. There was sufficient calcium to allow for anchoring and the patient didn't have a horizontal aorta. Based on the information received, the cause for the reported device migration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a 14f flexnav delivery sheath (ds). The patient had a single chamber permanent pacemaker in place prior to implant due to due to slow af. It was prepped and loaded as per IFU and the flexnav ds was advance into rfa up and around aortic arch. The valve was starting to be unsheathed at recommended depth. At 80% valve was checked only in one fluoro projection in lao caudal (right and non cusp overlap) with satisfactory implant depth of 0 to -1mm ncc side and 4-5 mm on lcc side. On final deployment, valve moved up above annulus on the ncc side to 0 to +1mm. No pvl with single digit gradients and no conduction disturbances. There was sufficient calcium to allow for anchoring and the patient didn't have a horizontal aorta. There were no adverse events to the patient.